Manufacturer narrative:
Continuation of medical devices: product ID 97755, serial# (B)(4), product type recharger. Product ID 97745, serial# (B)(4), product type programmer, patient. Information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Device codes (B)(4) apply to recharger device code (B)(4) apply to implantable neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported the patient had difficulty with recharging. Patient stated it had been 2 days that he didn¿t get anything, the ins had no charge. Patient programmer (pp) showed 100% charge but it would not charge the ins. Patient said he was hurting bad in the last 1.5 to 2 days. Patient described the controller¿s screen was no device found. It was reviewed the possibility of a discharged ins, the review steps included attempted communication, started recharge session, optimized recharge antenna position on alert screen 50. It was stated pp showed screen #16 no device found. Pss instructed to press recharge. Pp showed screen #50 for ¿trying to recharge¿. Pss reviewed ins had depleted and patient might need to go through a few cycles of ¿trying to recharge¿. It was noted the patient went through a few cycles and it would not kick in. Pp still displayed 100% charge, but he was not able to charge the ins. Patient used pp on the call and it showed screen 50, all al numbers showed xero, patient repositioned antenna and it still sh owed zero. Patient then got number 7 on the left and 8 on the right. It was mentioned patient already tried resetting the pp by taking the battery out and putting it back in. It was stated the antenna part was hot, the little one in the middle got hot. Pss asked if both pp and ins recharger felt hot, patient said it got hot last night. It was noted pp and recharger would not charge ins, the patient had been hurting bad, device got hot included the antenna part and the little one in the middle got hot. It was stated both controller and recharger were getting warm. This would consider a sudden change in therapy/symptoms. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated the replacement of the programmer and recharger resolve the issues above. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755; lot#:serial#: (B)(4); product type: recharger; device evaluated by MFR: analysis of the recharger (serial#: (B)(4) found a crapped recharger antenna. All fdm and fdr codes apply to the recharger (serial#: (B)(4); fdc 67 applies to pli recharger medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.